Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The patient was asymptomatic to the noise. The noise was reproducible in the clinic. It was also noted that the lead exhibited low pacing impedances. It was noted that the patient had received a high voltage shock on (B)(6) 2017. The lead was capped and replaced on (B)(6) 2017 during device upgrade procedure. The patient tolerated the procedure fine and was discharged.